Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure, the tip of the guide wire separated from the shaft. The physician inserted the guide wire into the patient and advanced forward into the lesion site. The physician inserted a pre-dilatation balloon and performed dilation of the vessel. The physician inserted a stent delivery catheter and advanced the device forward; however, the physician was unable to cross the lesion. The physician pulled back the entire assembly and at some point the tip of the guide wire separated from the shaft. The physician replaced the guide wire with another and completed the case.